Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. Hardware low level failures alarm during self test and confirmed in the device history, problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 13 mmol/l. The customer reported that the all buttons were unresponsive. On the insulin pump was not responding properly and had hard time to get it to work. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.